Event description:
It was reported that high out of range pacing impedances were noted on this right ventricular (rv) lead. A revision procedure has been scheduled, and this investigation will be updated when further information becomes available. No adverse patient effects were reported. Additional information was received. This right ventricular (rv) lead was successfully replaced and surgically abandoned. No additional adverse patient effects were reported.

Event description:
It was reported that high out of range pacing impedances were noted on this right ventricular (rv) lead. A revision procedure has been scheduled, and this investigation will be updated when further information becomes available. No adverse patient effects were reported. Additional information was received. This right ventricular (rv) lead was successfully replaced and surgically abandoned. No additional adverse patient effects were reported.